Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was stuck. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was stuck. A field service engineer accessed the station via remote smart service (rss), and no failed hardware was found. Confirmation was received from the customer and was witnessed successfully removing a medication from drawer 6, pocket a3. The system functioned as intended after the field service engineer investigated the issue.